Event description:
Same case as 6000093-2004-00615. It was reported that 34 days after a coronary drug eluting stenting treatment procedure, an aneurysm was found. The lesions being treated were located in the non tortuous, calcified, left anterior descending (lad) artery; 90% stenosis in proximal segment and 80% stenosis in the mid segment. In 2004, the physician used a 3.00 x 10 mm cutting balloon at 6 atms for 15 seconds in the ostium/1st diagonal, and 6 atms for 15 seconds in the mid lad, and 6 atms for 20 seconds in the proximal lad. The lesion was pre-dilated with a stormer 3.0 x 20 mm balloon at 8 atms for 15 seconds in the mid lad. The physician then placed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the mid lad and deployed at 10 atms for 15 seconds. He then deployed a taxus 3.0 x 32 mm stent in the proximal lad at 9 atms for 15 seconds. The pt's rhythm was sinus bradycardia. The physician post-dilated with the stent balloon. A maverick 2 3.0 x 15 mm balloon was placed in the ostium/1st diagonal and a maverick 2 3.0 x 15 mm in the proximal lad and utilizing the kissing balloon technique inflated each to 9 atms for 45 seconds. The lad stenosis was reduced to 0% diagonal stenosis reduced to 10%. No complications were reported. The pt was given IV heparin, integrilin, hydrocortisone and benadryl during the procedure. The pt was given integrilin overnight and asa and plavix 75 mg daily long term and discharged the following day. The pt returned to the cath lab the following month for a staged 2nd angioplasty procedure of the rca/pda. Angiogram of the lad revealed two aneurysms in the stented lad territory. The physician intends to follow the pt regarding the aneurysm.